Manufacturer narrative:
The cast cutter was rec'd at the MFR for service. An eval will be conducted, and a f/u report will be submitted if the result of the quality investigation require one.

Event description:
It was reported that the cast cutter began overheating while a cast was being removed. The case was completed with another device w/o a delay. There were no adverse consequences reported as a result of this event.